Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump received a critical pump error alarm. Customer's blood glucose was 206 mg/dl. It was reported that display screen showed an open book icon. She was loading the pump and while doing so, she said that she noticed that there was insulin leaking. The customer was advised that the pump needed to be replaced, to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being returned for analysis.